Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
A zoll field representative went onsite to evaluate the device and was unable to replicate the report. The customer believes the issue was with a faulty limb lead cable. However, the suspect cable was replaced prior to the field rep visit and was not available for evaluation. Based on testing, there is no fault found with the device. The device passed all testing successfully and was retruend to service. Analysis of reports of this type has not identified an increase in trend.